Manufacturer narrative:
Sample was received, and decontaminated by eto. The returned material showed the reported defect. The tap component shows a damage at the bottom which can lead to leakage. No sample retention for stopcocks product. Lot number/product family history: complaint trending review not performed due to the lack of lot number. For product family the issue (leakage) was reported but unconfirmed last time on sep-2017. DHR/bhr review: no DHR review was developed for material 394900 since no lot number was available. This catalog is usually manufactured in equipment ka58. Issue previously reported but unconfirmed for associated stopcocks product family. The complaint rate remains at historical levels as observed on records. No trending observed. Conclusion: bd was able to duplicate or confirm the customers indicated failure mode. Based on evaluation developed, the damage found on tap component can lead to leakage; however, lack of lot number didnt help us to perform a better investigation since we werent able to track how the specific reported product was manufactured. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Process fmea rm5864 was reviewed and there are proper controls in place to detect product malfunctions. Always refer to IFU for product usage recommendations. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Product did not operate within specification. Root cause: based on investigation results to date, the damaged reported could be potentially produced by the manufacturing process at station 7. CAPA determination results: no based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(4).

Event description:
It was reported that a nurse found the white part of a bd connecta" 3-way stopcock cracked causing medication to leak during the first 24 hours of useage. There was no report of injury or medical intervention.